Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Pump error 63 was confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose levels and the insulin pump had intermittent insulin flow block alarms and hardware low level failures error. Customer reported that they their blood glucose were very unstable. It was reported that the customer had high blood glucose levels of 15.2 mmol/l to 22.2 mmol/l. The customer was advised to use back up plan. The insulin pump will be returned for analysis.